Manufacturer narrative:
(B)(4). Concomitant medical products: persona natural tibia cemented catalog # 42532007101 lot # 62358125, persona femur cemented posterior stabilized (ps) catalog # 42500606601 lot # 62346961, persona all poly patella catalog # 42540000035 lot # 62389123. Study: polar_u1210k. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2018-00385, 3007963827-2018-00073, 0002648920-2018-00392. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty and developed medial left knee pain when ambulating. The patient was prescribed rx for voltaren gel and exercises were for quadriceps strengthening and bursa area stretching.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The package insert states that pain is a known potential adverse effects of the total knee arthroplasty procedure. However, root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.